Event description:
A hospital in (B)(6) reported via a distributor that an mr290 autofeed humidification chamber was damaged when they removed it from the packaging for use. It was reported that the chamber had a puncture in its side. The damaged to the chamber was found prior to pt use.

Manufacturer narrative:
(B)(4). The complaint humidification chamber is currently en route to fisher & paykel healthcare for eval. We will provide a follow-up report upon receipt of the device and completion of the investigation.